Event description:
It was reported that the unspecified bd phaseal¿ connector separated from the mating component to the doxorubicin line during use, causing it to leak out onto the patients clothes and bedding. The following information was provided by the initial reporter: "patient sitting in chair. Patient receiving infusion of normal saline (primary line), cisplatin and doxorubicin (both y'd in). Awoke to use restroom. Patient noticed orange splotch on shirt, pants, and blanket. Nurses came to assess, the bd phaseal where doxorubicin was y'd in had become disconnected (source of the spill). Three drops in restroom cleaned with soap and water. Pt skin was cleaned with soap and water. Area where splotches were have been outlined (right upper thigh and right groin area). All lines, IV bags, and clothes disposed of in proper locations. Infusion values at time of disconnection: normal saline - rate: 100 ml/hr, 537 ml remaining, 0523 hours remaining. Cisplatin - rate: 46.5 ml/hr, 755 ml remaining, 1615 hours remaining. Doxorubicin - rate: 11.9 ml/hr, 199 ml remaining, 1644 hours remaining... The nurse alerted the provider but no one notified pharmacy so this issue was not resolved until during rounds (could have been resolved a lot earlier in the day)"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.